Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system (sn (B)(6)) was unable to detect the air trap was confirmed during functional testing but not in the archive review. The root cause of the issue was due to a defective air trap sensor block. The thermogard console failed the initial functional test. The console did not recognize the air trap. The air trap sensor block was replaced to address the issue. Once the new air trap was installed, the air trap was recognized, and all other functional tests were passed. No other defects were found. Following service and preventative maintenance, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard xp ivtm system with serial number (B)(6).

Event description:
The customer reported the air trap sensor of the thermogard xp ivtm system (sn (B)(6)) is malfunctioning. The console was unable to detect the air trap. Also, preventative maintenance is requested. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.